Manufacturer narrative:
Initial reporter is a synthes employee the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes colombia reports an event as follows: it was reported the drill bit fractured leaving a fragment in the patient's bone. This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: drill bit ø2 w/double marking l140/115 3 (part: 323.062 lot: 71p9103, qty# (B)(4)) was returned and received at us cq. Upon visual inspection at cq, it is observed that the tip of the drill bit was broken, and the broken piece was not returned. However, the embedded condition cannot be confirmed since x rays were not provided. Device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for drill bit ø2 w/double marking l140/115 3 (part: 323.062,lot: 71p9103, qty# (B)(4)). While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 323.062. Lot: 71p9103. Manufacturing site: (B)(4). Release to warehouse date: 07 october 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified., part: 323.062. Lot: 71p9103. Manufacturing site: (B)(4). Release to warehouse date: 07 october 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.